Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported undetected upstream occlusion which was not reproduced. The device was tested three times for upstream occlusion detection and passed all three times. The fluid numbers were found to be within specification. All flow samples were found to be within specification. The device was then tested three times for downstream occlusion detection and found to detect an induced downstream occlusion all three times. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy of nicardipine (rate, volume, and dose unknown). The patient had unstable blood pressure and the nurse continued to increase the infusion rate in attempt to improve it. It was reported that the pump appeared to be infusing and displayed that volume was infusing however the medication was unable to infuse as the line was clamped above the pump. The patient¿s blood pressure did not improve. No additional information is available.